Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that they experienced high blood glucose level. The customer had symptoms such as diarrhea, vomiting, and sick. The customer treated with syringes. Customer's current blood glucose value was 273 mg/dl and the blood glucose was 781 mg/dl at the time of incident. The customer stated that pump had malfunctioned and was in the hospital and got out on friday and over 781 mg/dl and that was after giving 10 and 20 shots with needle and pump and also stated that daughter thinks bg might have been over a 1000 mg/dl. Troubleshooting was performed. The customer was taken in to emergency medical service dispatched and was hospitalized on (B)(6) 2018 between 6-4. The blood glucose value when admitted to hospital was 781 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer wearing the pump at time of hospitalization. Drive support cap appears normal. The cannula is bent. There were no leaks or air bubbles. Customer assisted to perform the high pressure test and result were passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.